Event description:
The lead was returned to the manufacturer after being explanted with no information. The lead subsequently tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): partial lead was returned in segment. Analysis indicated that the distal conductor was fractured. It was also noted that the defibrillation conductor was distorted, the defibrillation conductor was cut, the proximal conductor was cut, there was blood/body fluid on several conductors (not obstructed), the inner tubing was cut, the outer insulation was breached cut, and the outer insulation had a cosmetic depression.